Event description:
Premature infant in nicu being supported with carefusion 3100a neonatal high-frequency oscillatory ventilator. Respiratory therapist called to bedside because the carefusion 3100a failed to cycle. Oscillations stopped. Piston was making a skipping noise. Carefusion 3100a restarted, functioned for a minute, then made different noises and stopped again. Carefusion 3100a would not stay on. The patient was taken off the carefusion 3100a. Patient supported by respiratory therapist until substituted with another ventilator. No untoward patient effects.